Event description:
A catheter problem was reported, approx 18-22 months ago, her catheter became disconnected and that it was currently "floating in her spine." It was also reported that the pump had moved from her abdomen to her groin area. The drug used in the pump at the time of he event was not reported. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).